Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, there was a poor staple formation. Just one firing of the reload and no more staples fired after. There was also an incomplete staple line at the proximal end. Another device was used to complete the case. There was no patient injury.